Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 11.1 mmol, 6.2 mmol. Tests were done within 20 minutes with a difference of 49%. Patient did not experience any adverse events. No further information has been reported.